Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A (B)(6) male underwent initial evar on (B)(6) 2012. The physician placed one flex main body and two iliac legs with spiral-z technology. Upon follow up it was reported that the patient had significant calcification. The left common iliac occluded and the physician went in and had to do a fem fem bypass on the patient on (B)(6) 2013. Patient is in stable condition and no adverse effects have been reported.